Event description:
A report was received from a user facility in the USA stating they are having issues with the phacoemulsification handpiece sleeves buckling during introduction into the wound which could make the entry difficult. The facility was unable to provide specific information regarding the dates or number of the events. There are no serious injuries or reports of permanent impairment related to the events.

Manufacturer narrative:
The devices have been discarded by the customer; therefore, no evaluation is possible. The lot numbers were not provided, therefore, a device history review could not be performed.